Manufacturer narrative:
.

Event description:
It was reported that the patient has been experiencing an increase in anxiety and depression. The patient reported that the physician increased the device settings twice this year and indicated that the physician reports the battery is still working. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Additional information was received that the patient underwent generator replacement on (B)(6) 2014. The explanted generator was returned to the manufacturer on (B)(6) 2014. Analysis is underway but has not been completed to date.